Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
We had an incident in the or with the (flexible peg drill) from the bi-mentum instruments was broken during the surgery. The surgery for the patient has been delayed.

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
We had an incident in the or with the (flexible peg drill) from the bi-mentum instruments was broken during the surgery. The surgery for the patient has been delayed.